Manufacturer narrative:
The wire has not yet been released by risk management, but is anticipated to be returned to csi. Csi ID# (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. There were target lesions located in the superficial femoral artery (sfa) and in the popliteal artery. The physician successfully treated the lesions using the flextip guide wire and a csi orbital atherectomy device (oad). The oad was removed from the patient, but while loading a balloon on the flextip guide wire, the physician observed that the wire had fractured. The wire fractured in multiple pieces at the introducer sheath and the distal tip of the wire had also fractured off. The patient status remained stable throughout the procedure, but the tip of the wire was left in the patient. Requests for additional information have been made, but none has yet been received. The wire was requested to be returned to csi, but the risk management department at the facility has not yet released it.

Manufacturer narrative:
(B)(4). Discarded by facility.